Event description:
(B)(4) clinical study. Same case as: 2134265-2012-05280, 2134265-2012-05281. Same patient as: 2134265-2012-05275 and 2134265-2011-02783. It was reported that post a coronary stenting treatment procedure, the patient experienced worsening coronary artery disease and restenosis. In (B)(6) 2009, a percutaneous coronary intervention was performed with the placement of a 2.75x28mm taxus liberte stent in the mid left anterior descending (lad) artery. In (B)(6) 2010, the patient presented with substernal chest pain and was subsequently diagnosed as unstable angina. The 90% end stent restenosis of the previously placed 2.75x28mm taxus liberte stent in the mid lad was treated with direct stent placement using a 2.75x12mm taxus liberte stent. Residual stenosis was 9%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the mid lad was treated with a 2.5x16mm ion stent due to in-stent restenosis in (B)(6) 2012, the patient presented with chest pain radiating to the patient's back and neck. Subsequently, the patient was diagnosed with class iii unstable angina and was recommended for cardiac catheterization. The 90% stenosed mild plaque in the mid lad was treated with predilation and placement of a 2.5x16mm promus element stent. The patient was discharged 2 days later and the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. (B)(4) device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).